Event description:
It is reported that while treating a lesion using admiral xtreme the balloon burst in vivo at 14atms. It was reported that the device was inspected prior to use with no abnormality noted. There was not reported injury to patient.

Manufacturer narrative:
Evaluation, results: based on the information available no root cause can be determined. Evaluation, conclusion: based on the information available no root cause can be determined. (B)(4).